Event description:
It was reported: "pt was undergoing an ercp, endoscopic retrograde cholangiopancreatography. Used 0.025 xwire for difficult cannulation, procedure last two hours. Dr (B)(6) thought, he had been successful but a perforation was confirmed with dye and x-ray of the abdomen showed air in the cavity. Nothing was noted about the wire until it was removed, x-ray confirmed that a 1mm section of the tip was left in the pt. Visual check of the wire tip showed damage. Pt unaware of the incident. It was reported, pt incurred a life-threatening injury requiring admission. Also reported that no surgical intervention has occurred to retrieve the wire tip. Pt's status reported as alive.

Manufacturer narrative:
The device is being returned to conmed and has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.